Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 222mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. The customer also reported being admitted in the intensive care unit due to diabetes ketoacidosis. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.